Manufacturer narrative:
Combination product: yes.

Event description:
The lead was reported to have dislodged the day after implantation. Imaging revealed a retracted helix, which had been properly deployed during the initial procedure. The lead was subsequently repositioned and remains implanted.

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.